Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission showing atrial lead noise. The patient came into clinic for further evaluation. No programming changes were made. The patient will continue to monitor this patient remotely. The patient was stable.